Event description:
Caller reported that insulin gauge displayed an amount different from what was expected, with a current fill estimate shown as 19 units versus the anticipated 260 units. There was no adverse impact to the customer¿s blood glucose level reported. The customer was advised by technical support to ensure the cartridge air removal step is completed before filling, and opted to reload the same cartridge instead of loading a new one. The caller was instructed to monitor the situation and contact support again if the issue persists, leading to the closure of the case.